Event description:
The field engineer reported that during a demo installation, he discovered the c-arm was stuck causing a loss of motorized movements. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.